Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had issues with unresponsive buttons. It was reported that the upper right key was not sensitive. It was reported that the customer's blood glucose level was normal. No further information provided.

Manufacturer narrative:
The pump was received with no act button response due to a flattened button dome switch. The lcd board was inspected and no anomaly was noted. The pump was received with a cracked reservoir tube lip and a stripped battery cap coin slot.